Event description:
Reporter reports back to back testing on meter to lab while using the gts advantage system with results of 353 mg/dl on the meter and 91 mg/dl at the lab. Reporter reports controls were run and in range. Reporter reports patient was treated based on meter result of hi (>600 mg/dl) with 5 units of insulin; lab was drawn 27 minutes later with a result of 33 mg/dl. Reporter states patient was treated with an unknown amount of d50 glucose resulting in a delay in treatment. No strips to return; a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in gts advantage system #1.